Event description:
It was reported that the lead was oversensing atrial events, resulting in inappropriate therapy. A chest x-ray revealed that the lead dislodged. A repositioning procedure was performed (B) (6) 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.